Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The cassette present and door closed test passed. Multiple cassette insert/removal checks passed, with inserting the cassette in different ways including placing it on or over the snap catch and/or the top pins. The as-received treatment passed. There were no visual discrepancies encountered during the internal inspection of the cycler. There were no loud or unusual noises heard during the above testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between priming the liberty select cycler and the adverse event of a left eye laceration, which required medical intervention to close. Per the patient¿s spouse, the liberty select cycler cassette door flew open, hitting her in the face and lacerating her eye. Based on the information available, the liberty select cycler cannot be disassociated from the event. Given the manufacturer evaluation of the liberty select cycler is pending, and a product malfunction is alleged; the liberty select cycler cannot be excluded from having a possible causal or contributory role in the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The spouse ((B)(6)) of a peritoneal dialysis (pd) patient contacted technical support reporting that the patient¿s liberty select cycler door ¿popped¿ open, and bruised/lacerated the spouse¿s left eye (initially reported as a hand laceration). Follow-up with the patient spouse revealed that the spouse was priming the patient¿s liberty select cycler when the event occurred. The spouse bent over in-front of the liberty select cycler to rearrange the liberty cycler set, and the cassette door came ¿flying open and hit the spouse in the eye (left).¿ the spouse stated that it sounded like a gun had just gone off. The spouse was taken to the emergency room and required a single suture to close the laceration. The spouse reported that the facial bruise was large, painful and very deep. The spouse continues to have pain in the area and some blurred vision. However, the bruising has started to go away, and the optician stated that the blurred vision should also improve. The spouse stated that the cassette door has been closing hard since they received it (date not provided), and most times they hold the back of the cycler when trying to close it for leverage. The spouse stated that they utilized the same liberty select cycler after returning home on (B)(6) 2019 to complete the patient¿s ccpd therapy without issue. The spouse confirmed that they received the replacement liberty select cycler on (B)(6) 2019 and have had no issues with ccpd therapy. The spouse is recovering from the event.